Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 150 mg/dl and insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check and the cause of the occlusion was possibly related to the infusion set site, however, the cannula showed no damage. The customer was to change the site.